Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was not sensing closed due to medication in the rear blocking the drawer sensor. A field service engineer removed the medication, recovered the drawer, and tested functionality using the hardware test application, which passes successfully. Additionally, during preventative maintenance, the fse found that the half-height cubie drawer 4.1 row e was not detected on the bus. The fse reseated the pyxis bus and ribbon cable connections, after which the drawer auto recovered following a reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed drawer the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.